Event description:
Dreamstation 2 continuous positive airway pressure ( replacement after recall) overheated yesterday night: (B)(6) 2024 suddenly. Very hot air was coming out of the tube when no heated tube was on. The metallic base was too hot to the touch and the water inside the chamber was over 135 f.